Event description:
Caregiver states that the attendant control cannot be put in manual. When pressing the reset button nothing happens. Caregiver believes there is a wire not connected but they do not know where it goes.